Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned two days post-implant. The reason for the lead revision was not provided. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that this lead had exhibited poor sensing and increased pacing threshold measurements. Lead migration was noted, and therefore the lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.